Event description:
It was reported that, "the above scorpio total knee was explanted due to infection, and a temporary spacer prosthesis was implanted using simplex p with tobramycin plus added antibiotics, in a doughy state. The temporary spacer prosthesis will remain for 6 weeks at which time a second stage revision will be performed."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.